Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol(intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported the iol was exchanged for a different model iol. The surgeon reported the pt's ucva was 20/20 following the exchange and the pt was very happy. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The field service representative used a co2 sniffer to test the lab air. The co2 level varied from 1150 to 1300 ppm with outside air measurement of 365. Investigation is on-going.

Event description:
Customer had intermittent on-going issue with high co2 results since at least (B) (6) 2009. Customer provided four patient examples, one was discrepant. Original co2 results was 37 mg/dl (accompanied by a data flag), repeat gave 29 mg/dl. Original result was not reported, patient treatment, condition and medication were not affected. Co2 reagent lots in use since (B) (6) 2010 were 61565001 and 61747701. The field service representative determined the reagent was the cause. Customer replaced reagent cassette and calibrated with fresh calibrator. All performance tests were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The field service representative used a co2 sniffer to test the lab air. The co2 level varied from 1150 to 1300 ppm with outside air measurement of 365. The investigation determined that the most likely cause of the event was fluctuating, high co2 concentrations (between 370 and 1300 ppm) in the laboratory that may affect the recovery of bicarbonate in both patient and control samples. Elevated or fluctuating co2 levels in the laboratory environment may lead to reduced calibration stability and/or to recovery shifts in samples. The customer performed a dosage syringe tip replacement and calibrated (B)(6) 2010. Since then, no further, similar events have been observed.